Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's mother reported via phone call that her son has had two kinked infusion sets in a week. Three of their recent infusion sets had needles that came out of her son completely. The patient's blood glucose at the time of a recent bent cannula incident was 600 mg/dl. The patient treated via insulin pen injection. The mother stated that the bent cannula occurred within the first day of the infusion set's use. The mother also mentioned issues with taping the sets down. An infusion set was returned and a replacement infusion set was shipped to the customer.